Manufacturer narrative:
Prior to deployment, the image intensifier angle and coaxial alignment of the delivery system and valve were both reported to be good. The valve was positioned 50:50 within the aortic annulus. During deployment, ventilation was held and there was no loss of pacing capture. Additionally, it was noted that the tee annular measurement was 22mm; there was moderate native valve / leaflet calcification, moderate root calcification, no mac, and mild septal hypertrophy. Per the instructions for use (IFU) valve malposition and embolization are known potential complications of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier angle (iia), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. In this case, as stated by the physicians, selection of a 23mm sapien valve for a native annulus measuring 22mm (via tee) in a setting of a moderately calcified native valve and leaflets may have been a contributing factor to the reported event. In addition procedural factors (early termination of pacing) likely contributed to the embolization just after valve deployment. The physicians training manual recommends selection of a 26mm sapien valve for an annulus measuring 21-25mm via tee; and selection of a 23mm sapien valve for an annulus measuring 18-22mm (via tee). The physician¿s undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported via the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure, the 23mm sapien valve embolized into the ascending aorta. The valve was moved to a stable position in the descending aorta. A 26mm sapien valve was then selected and implanted successfully. The patient was noted to be stable at the end of the procedure according to the case summary, a 23mm sapien valve was positioned 50:50 within the annulus. In the time period between going off fluoro and stepping on the cine, the valve moved aortic. It is unknown if the valve deployed too aortic on its own or whether the surgeon moved the position. On initial deployment, the valve was noted to be too aortic. Additionally, the pacing run was terminated before the ascendra delivery balloon was completely deflated and the valve then embolized into the ascending aorta. The physicians attempted to place the sapien valve in the descending aorta using a zmed balloon catheter. Finally with the help of a pigtail catheter and with the balloon inflated, the valve was moved to a safe position in the descending aorta. A stent graft was placed within the sapien valve and expanded with a good result. The first valve was deemed to small and therefore was up-sized to a 26mm sapien for second placement. A 26mm sapien valve and delivery system were prepped. The valve was successfully placed 50:50 within the aortic annulus. Post deployment echo imaging revealed zero paravalvular leak (pvl) and trivial aortic insufficiency (ai).